Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for one unknown screw/unknown lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is against user facilitymedwatch (B)(4). The only information contained in this report is correction or additional information. This report is for an unknown nail. This report is 2 of 3 for (B)(4).